Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and was not detected on the bus. It required daily reboots to recover the storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 failed to open, and certain pockets were not visible on the system map due to connectivity issues. A field service engineer reseated the rowboard cables to resolve and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.